Manufacturer narrative:
Based on the claim against the product by the customer noting connectivity issue, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The isi field service engineer confirmed with the customer that after troubleshooting with the isi technical support engineer by reseating the blue fiber cable on the vision side cart to the surgeon side console, the error was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. This complaint is being reported based on the following conclusion: the customer converted to open surgery after the start of the procedure due to error 23.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer informed the technical support engineer (tse) they received an error 23. The tse viewed logs and noted error 23 and that the surgeon side console (ssc) was disconnected. The tse recommended shutting down the system to reconnect to the ssc, but the customer did not troubleshoot and the surgeon opted to convert the procedure to open. The operating room (or) staff called the tse back after the case was finished to troubleshoot the connectivity issue they were having that resulted in the case conversion. Tse identified the connectivity issue was rooted in the blue fiber cable connecting the surgeon console and vision tower. Customer found the fiber cable was not connected properly in the back of the vision side cart (vsc) resulting in error 23. Tse walked customer through a hard power cycle of the entire system and reseating and verifying all fiber cables were secure and not loose. They system powered on with a 40067 error. Tse had the customer remove the dvi cables and perform a hard power cycle on the vsc one more time. System powered up with no issues and tse verified that the logs were clear of any faults. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient tolerated the conversion to open, and was discharged home.